Manufacturer narrative:
Insulin pump received with no button response due to corroded keypad traces. Insulin pump tested with test keypad and no frozen display noted. However, pump received with moisture damage on the electronics, battery tube and vibrator assembly. No moisture damage found on the motor assembly noted. Cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 80 mg/dl. He says the device froze and there is moisture under the display screen. The keypad is unresponsive. Customer stated there were significant events leading to the keypad issues, but did not elaborate on what those events were. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.